Event description:
It was reported that after the patient¿s implantable neurostimulator (ins) was replaced, they started having issues with control of the system and a shocking sensation on the left side of their body. The patient had less than (B)(6) percent therapeutic relief and an intermittent shocking sensation in their left side and head. In the clinic, high impedances of greater than 20,000 ohms were measured on contacts 0, 2, and 3. X-rays did not indicate a break in the system or a connection issues. A revision was scheduled for (B)(6) 2015. The healthcare professional (hcp) was not sure if the issue was with the extension or the implantable neurostimulator (ins) so they replaced both. During explant, the extension was cut. All impedance tests were normal and the product issue was resolved after the ins and extension were replaced on the right side. The patient was programmed to their prior settings and stimulation was immediately started after the revision. The patient had no problems since the replacement.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented.

Event description:
Additional information received reported the patient had a shocking or jolting sensation. The patient stated the right implantable neurostimulator (ins) malfunctioned just before christmas and they had severe shocks to the brain.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. Product ID: 3387-40, lot# j0209882v, implanted: (B)(6) 2002, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37602, serial# (B)(4), implanted:(B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.